Manufacturer narrative:
(B)(4). Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery normal end of life. Telemetry and output was okay. When in cycling mode at high rates, it was recently identified as potentially resulting in a larger current drain when compared to continuous mode, thus resulting in a decrease of battery longevity.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient reported via the company representative (rep) that the battery was already empty after 1.5 years of implant duration. The programs used by the patient were standard programs and the voltage used an average voltage. The device was controlled with the clinician programmer and end of service (eos) was verified. The implantable neurostimulator (ins) was explanted and replaced. The issue was resolved at the time of this report. The rep confirmed that the battery depletion was not normal, it was too early. The patient had four programs with 40 hz, 240 or 210 micros (one program 240, the rest 210) and amplitude1,6/1 ,7v. The patient has 2 quadripolar epidural and 2 subcutaneous. The programs were: a1: 1+2-3+ a2:5+6-7+ a3: 8-11+ a4: 12-15+ configuration 2x4/2x4. Cycling 20/10 (20secs on, 10 secs off) and softstart/stop 4s. Impedances were in normal range. The patient said the ins was not working anymore since a couple of weeks. The patient was doing well now with the new ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.